Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report in which the customer reported the adc device provided incorrect readings that were "20 to 30 points off" as compared to competitor meter. Customer further reported "the libre 2 cgm is very inaccurate. I began to be suspicious when my numbers did not match my meal choices. Exercise level and physical state of being. I began testing the cgm against my blood glucose and found that the numbers were 20-30 points higher on the cgm, even accounting for the 10 minute delay. (Blood then cgm). I called the company and after 1 hour and 6 people, no one had an answer for this discrepancy. They sent me a new one and after 3 devices. All were inaccurate to the same degree. I did not compare every number but in 25 tests at least 12 were false highs. Online investigation led me to believe there should be a 2-4 point discrepancy between cgm and blood. Also, the company provides no directions on removing the device. Once again, a third party online also complained about this and experimented with various processes to safely remove it with out damaging skin, (dark bruising and pain). This is just one example. I have a multiple examples plus photos of the bruising caused by removing the sensor without directions." There was no report of self-treatment or third-party medical intervention. There was no report of death or permanent impairment associated with this event.